Manufacturer narrative:
A ge representative evaluated the system and found the customer's electrical system voltage to be too high. System operates as intended. Customer will need to address electrical supply problems.

Event description:
The customer reported, the system alarms and will not complete boot up. No patient injury was reported.